Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: brand name, device product code, catalog #/lot #, implant date, PMA/510(k) #, manufacture date. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
The report states: patient contacted (B)(4) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Dor: (B)(6) 2010 (right side) update: (B)(6) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Patient is a resident of (B)(4). Update: (B)(6) 2011 - medical records received by (B)(4), forwarded to depuy cq on (B)(6) 2011. Medical records indicate that the patient had metal debris around the neck of the prosthesis and the acetabular cup was grossly loose. The complaint was reopened to add the femoral head. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt contacted broadspire to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time. Update: (B)(6) 2011 - medical records indicate that the pt had metal debris around the neck of the prosthesis and the acetabular cup was grossly loose.